Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed a sinus infection in conjunction with a life200 device. The nurse practitioner made a home visit and prescribed a course of unspecified antibiotics. After an unspecified amount of time, the infection did not clear up. Another course of antibiotics was added with augmentin. Reportedly, ¿several coursed of antibiotics¿ were required to ¿clear the infection.¿ there was no report of a device malfunction. Patient uses ¿two vents and two compressors.¿ furthermore, the patient was asked if they were able to complete the recommended supply maintenance of nasal interface/combo tubing, and the patient stated that ¿due to trainers¿ distance from them, and the inconsistency of training schedules, they did not replace the device supplies per maintenance¿. Patient stated they were ¿washing the interface¿. The patient decided to return the devices as they decided to discontinue its use. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was received for evaluation. The device underwent functional testing and performed according to product specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.